Manufacturer narrative:
The device involved in the reported event was not returned for evaluation therefore we are unable to confirm the event. The lot/device manufacturing records were reviewed and found to be acceptable.

Event description:
A report received from a user facility in the (B)(4) stated that the cutter did not work well at 5000 cpm, however at 3000cpm the cutter worked better. Aspiration was working normally. There was no patient injury reported.

Manufacturer narrative:
One 23ga vit cutter was returned in an card board box. The original packaging was not returned. The part number and lot number cannot be determined. The tip protector was missing; however, the extension handle has been placed over the cutter backwards, as a makeshift tip protector and the needle is not bent. Visual examination found the port window is in the opened position, dried solution is visible in the tubing and the back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and did not display a vacuum loss during functional testing. The cutter performed as intended.